Event description:
Pt has post-operative complication (7-weeks s/p cataract extraction w/iol implant) possibly related to intraocular lens implant, bausch and lomb hd500 iol. Diagnosis or reason for use: cataract extraction.